Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to the patient's high defibrillation thresholds (dfts). The device was removed from archive storage for additional testing.